Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - phantom limb pain. It was reported that the patient's device was removed due to an infection and no replacement. No further complications were reported /anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.